Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited pocket erosion. The wire was eroded through the skin. The technical services (ts) referred patient to the physician. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.